Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not always work correctly and it was determined that the stylus connection was loose and that pulling on it caused it not to function, it was replaced and calibrated. It was also noted that the display dropped and therefore its lower display hinges were replaced.

Event description:
It was reported that the programmer stylus pen did not always work correctly, that the programmer did not sense the stylus consistently. The programmer was also returned as part of the inventory reduction initiative. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).